Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic, because the clinicians could not get a magnet mode response on the patient's pacemaker while performing testing. They attached a wrist band machine and applied a magnet, but still could not get a magnet response. They interrogated the pacemaker with the programmer. Upon interrogation, low impedance was noted on the patient's right ventricular lead. Poor sensing was also noted on the lead. Appropriate magnet response was noted after application of a magnet over the pacemaker multiple times. During testing, intermittent loss of capture and oversensing of what appeared to be noise was noted on the lead. Programming changes were made. The patient was stable, and will continue to be monitored. Related manufacturer reference number: 2017865-2019-04933.